Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the entire system was explanted due to infection. No further information is available at this time.

Event description:
New information received notes the origin of the infection was not known and the patient tolerated the procedure well.

Manufacturer narrative:
Correction: date of event - should have been (B)(6) 2018 not (B)(6) 2018.

Event description:
New information notes the explant was due to sepsis post procedure.